Event description:
Medtronic received information that this annuloplasty ring, implanted an unknown duration, required explant due to mitral stenosis. The ring will be returned for laboratory analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed remnants of pannus thickly lined the inflow aspect of the ring. Remnants of pannus remained attached the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization and/or fractures on the device. Conclusion: without a serial number provided, the device history review for the device could not be reviewed. The device was returned for analysis and assessment showed pannus along the inflow and outflow and no evidence of mineralization or fractures. Both pannus and stenosis are failure modes that are known to occur for long-term implants, but a conclusion regarding the presence of the effects could not be drawn without more information about implant duration. No adverse patient effects were reported after explant.

Manufacturer narrative:
Product return is expected; however, the product has not been received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).